Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After inserting and impacting the femoral trial, surgeon pointed out the gap between the posterior femur and the femoral trial. The size of the gap was enough for him to insert a bovie tip (blade of cautery device) between the cut bone and the trial component. After inspecting, it was clear that the rest of the cut surfaces and peg holes matched the plan and fit appropriately. The surgeon agreed that the trial components fit other than the posterior femur surface, and proceeded to implant the planned size components, using more bone cement posteriorly on the femur. I reviewed the intra-op plan while they were cementing the components and saw no issue with planned surface cut for the posterior femur. After the case I spoke with him regarding the gap and suggested that because the other surfaces and peg holes were cut as planned, that there was a possibility that while he was burring the tibia, he might have lifted the burr enough to hit the posterior femur. (I noticed that he was burring very aggressively during the surgery, seemed to be in a hurry) . He agreed that there was a possibility that could have happened, but thought that the posterior surface was too smooth for that to be the case. Because of this he would like to know why there was a gap. He had another pka about an hour after the surgery described and while burring the tibia pointed out to me that if he wanted to he had the ability to lift the burr enough to hit the femur- stated that this should be changed, that it should lock him out before he could hit it. Pka case delayed maybe 2 minutes while surgeon inspected the posterior cut surface.

Manufacturer narrative:
Reported event: an event regarding trial not fitting involving 3.0 rio robotic arm - mics, catalog: (B)(4) was reported. Method & results: -device history review: a review of the DHR associated with rio 442 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events regarding femoral trial not fitting. There were only 2 other reported events (pr1167042 and pr1453385) -conclusion: the root cause of poor implant to bone fit was due to user¿s failure to lower the robot to the floor during robot registration and bone resection.

Event description:
After inserting and impacting the femoral trial, surgeon pointed out the gap between the posterior femur and the femoral trial. The size of the gap was enough for him to insert a bovie tip (blade of cautery device) between the cut bone and the trial component. After inspecting, it was clear that the rest of the cut surfaces and peg holes matched the plan and fit appropriately. The surgeon agreed that the trial components fit other than the posterior femur surface, and proceeded to implant the planned size components, using more bone cement posteriorly on the femur. I reviewed the intra-op plan while they were cementing the components and saw no issue with planned surface cut for the posterior femur. After the case I spoke with him regarding the gap and suggested that because the other surfaces and peg holes were cut as planned, that there was a possibility that while he was burring the tibia, he might have lifted the burr enough to hit the posterior femur. (I noticed that he was burring very aggressively during the surgery, seemed to be in a hurry) . He agreed that there was a possibility that could have happened, but thought that the posterior surface was too smooth for that to be the case. Because of this he would like to know why there was a gap. He had another pka about an hour after the surgery described and while burring the tibia pointed out to me that if he wanted to he had the ability to lift the burr enough to hit the femur- stated that this should be changed, that it should lock him out before he could hit it. Pka case delayed maybe 2 minutes while surgeon inspected the posterior cut surface. Logs located in the complaints folder: s:\complaints\hfwb_banka_logs_02152018_133123.zip.